Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. However, baxter did perform an evaluation of a retained sample of an unknown lot number. A gravity test was performed and the test passed as it was within the acceptance criteria. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted and there were no deviations found during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of a solution administration set that was difficult to regulate flow during patient-use. Reportedly, regardless of the position of the roller, the solution never flow continuously. There was no clinical consequences or patient injury reported. No additional information is available.